Event description:
The customer reported the pump does not have an audible tone. Instructed the customer to change the batteries and to contact the help line for further assistance. Later the customer called back to perform the self-test. The audible tone could not be heard.